Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.4; b.5; d.1; d.4; d.6b; g.2; h.4; h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: yellow and brown particles inside the device, opening crack, crease fold, wear abrasion, opening. Leak test was performed and found opening on opening crack on diaphragm valve and opening on radius. A microscopic analysis was performed which identify opening crack, delamination in the diaphragm valve .and also identify crease smooth opening on radius based on the device analysis the final assessment is: - a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. -a crease smooth opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.